Event description:
Information received by medtronic indicated that the insulin pump received low short battery lifetime. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2021. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:05:29.000 ,(B)(6) 2021 16:24:03.000, (B)(6) 2021 09:44:55.000 ,(B)(6) 2021 14:13:57.000 and 08/11/2021 14:34:01.000, (B)(6) 2021 11:09:41.000, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 00:34:00.000 and (B)(6) 2021 00:34:00.000 ,(B)(6) 2021 05:26:00.000, (B)(6) 2021 13:39:00.000, (B)(6) 2021 10:14:00.000, and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:34:56.000 and (B)(6) 2021 14:35:07.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcb1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcb1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.